Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking measuring approximately 4.5 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 5573857 number, and no non-conformances were identified. Reason for device explant and/or reoperation: suspected rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old hispanic female who underwent primary breast augmentation with 350cc mentor memorygel breast implants experienced bilateral rupture post procedure. The right sided rupture was detected through ultrasound. The other rupture was discovered with analysis of the devices returned. As a result, explant was performed on (B)(6) 2023. The right sided rupture was reported originally under 1645337-2023-00246 on (B)(6) 2023. On december 5, 2023, analysis of the devices returned revealed potential rupture of the left device as well. This report relates to the left prosthesis.